Event description:
It was reported that the touch screen on the 9900 system would intermittently not work and the power cord had a loose ground. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ground was tightened and the touch screen was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.